Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and were not detected on the bus. The customer had already rebooted the machine several times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were failed and not detected on bus. A field service engineer found no power going to the boards for main 4.1 and 4.2. Replaced both drawer controllers and the pyxibus module controller board, after which all functions returned to normal. Completed hardware test application (hta) testing successfully. The system functioned as intended after the field service engineer repaired the device.